Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage balloon esophageal. It was reported that the user opened an unused device [dilation balloon] to test it. The balloon did not burst but found a micro hole in the balloon. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was inflated with water using a ds-60cc syringe from our stock. During inflation, a small bead of water was found coming from a small hole in the proximal end of the balloon material. No other damage was identified on the returned device. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: our evaluation of the returned device did find a leak in the balloon material. A definitive cause for this observation was not determined. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.